Event description:
It was reported that the ventilator had a broken power cord ground lug. There was no patient involvement. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the power cord to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A power cord was returned for analysis. Visual inspection was performed and found no obvious wear, damage, or cuts along the main conductor insulation; the ground plug was bent. An investigation was performed, and the product analysis technician reported that the root cause was due to physical damage. Excessive resistance in line and neutral conductors were noted.